Manufacturer narrative:
(B)(4). Replacement product not required at this time. Customer assisted with training / no known device problem at this time. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
I assisted the customer to set time, date, and running a blood test. The result was 116 mg/dl. The customer stated that she felt tingling in her feet and her body and that she was not feeling well. While training customer she stated that she was feeling "tingling" in her body. Customer was not feeling well at the time of the call and denies seeking medical attention at this time.